Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the night before last night, they couldn't even urinate. The patient stated that they thought that treating their urination was the one thing their ins was for and that they called their healthcare provider (hcp) last tuesday, but their hcp was on maternity leave, and their hcp didn't have anybody to help the patient. The patient added that they had no recent adjustments and that when they asked about their ins before, they were told that they didn't have to do anything with their therapy settings for months, but the patient did not confirm who said this information. During the call, the agent reviewed general therapy information and walked the patient through connecting to their ins. While the agent was walking the patient through adjusting their stimulation, the patient disconnected the call. The agent tried calling the patient back but was redirected to voicemail. The agent was unable to collect event information due to the nature of the call. The patient called back and stated they needed assistance changing their settings. The patient stated they needed to wait for someone to help them and that was why they had to call back today. The patient mentioned that since a couple of weeks to a month ago, they felt like their symptoms had gotten worse. The patient reported that they feel like their bladder is "stacked up" and they could not go to the bathroom at all and had retention. The patient stated that the reason they had the device implanted was to treat their retention issues. The agent reviewed therapy optimization. The patient had a patient representative assist them during the call. The patient accessed their therapy and were in program 1 but they mentioned they could not increase the intensity above 0.7 because it would hurt them. The patient switched to a different program and adjusted the stimulation to a comfortable level. The patient confirmed they were feeling the stimulation around the bicycle seat area. The patient would remain on the current settings and monitor their symptoms. The agent reviewed and redirected the patient to their hcp as well to inform them about the symptoms they were experiencing.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.